Manufacturer narrative:
H6 evaluation codes: updated - type of investigation, investigation findings, and investigation conclusions a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Imaging evaluation: the literature article included clinical images in relation to the reported case study event alleging migration of a viabahn® device. The imaging evaluation performed by a clinical imaging specialist showed the following: images illustrate a migrated covered stent in the pulmonary arteries and a safe technique that was used to safely remove the stent without causing vascular or valvular damage. Engineering evaluation: the primary failure mode of stent-graft migration following the index procedure was confirmed following review of clinical imaging provided within the literature article. The reported migration represents a known inherent risk in stent-graft endovascular procedures that can arise as a result of a multitude of factors, including intraprocedural technical considerations such as appropriate device sizing and overlap, and post-dilation of the entire device length. Reportedly, the viabahn® device was implanted in the left renal vein in the setting of nutcracker syndrome and later migrated to the pulmonary artery. This specific application is not included in the indications for use, and therefore, appropriate sizing instructions are not captured within the IFU. Although information on vessel sizing was not provided from the field, the author reported that the suspected the cause of the migration event was related to under-sizing of the viabahn® device for the anatomical location treated during the index procedure. The root cause of the reported device migration is, therefore, consistent with off-label use of the device, as the reported treatment is not an indicated application of the viabahn® device, and therefore, appropriate sizing data for the off-label application of the device is not included within the IFU. Additionally, the root cause of the reported migration is also consistent with the reported unintended use error, namely user selects an inappropriate diameter for the patient (diameter too small). An assessment of the reported embolic event could not be conducted with the items available for review, and a root cause could not be established. The article reports multiple associated pulmonary emboli following reported device migration to the pulmonary artery. Therefore, a causal relationship between the migration and reported emboli could neither be independently confirmed nor dismissed. Appropriate sizing instructions are not provided for the off-label application as described in the literature event. However, the the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU) states: ¿special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated.¿ the IFU also states: ¿complications and adverse events can occur when using any endovascular device. These complications include but are not limited to: migration.¿

Event description:
This case study details a patient who had a gore® viabahn® endoprosthesis with heparin bioactive surface (gore® viabahn® device) placed within the left renal vein on an unknown date. On an unknown date the patient was transferred to a tertiary referral center after presenting at an outside hospital emergency department with shortness of breath and diaphoresis. Initial imaging demonstrated a migrated gore® viabahn® device lodged a proximal right pulmonary artery. There were multiple associated pulmonary emboli within the downstream segmental branches of the right lower lobe. Transesophageal echocardiogram (tee) was significant for new severe tricuspid regurgitation secondary to a flail anterior leaflet. The decision was made to undergo endovascular removal in a hybrid operating room with cardio- thoracic surgery back-up. The migrated stent was successfully removed using a percutaneous endovascular approach utilizing fluoroscopy and transesophageal echocardiogram guidance. Repeat pulmonary arteriograms demonstrated complete removal without vascular injury. The sheaths and catheter were removed, and hemostasis was achieved. It was reported by the corresponding author the migration to the lung was due to under sizing of the gore® viabahn® device.

Manufacturer narrative:
Article citation: cizman, z. Et al. (2024) ¿endovascular retrieval of a migrated covered stent from the pulmonary artery,¿ radiology case reports, 19(6), pp. 2117¿2120. Doi: 10.1016/j.radcr.2024.02.045. A1: patient identifier (in confidence) - internal system generated case number used. Patient details were requested but not provided. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.